Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damage. The customer's blood glucose was 279 mg/dl. The plastic near the battery cap was broken, the battery was not working, customer have to give them self insulin shots, the battery was not registering, it was not connecting right. The troubleshooting was performed for damage and found that reservoir lip ring came brittle and comes off. The customer was advised to discontinue use of the insulin pump and revert to a backup plan and the insulin pump will need to be replaced. The product will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. Device received with broken reservoir tube lip. (B)(4).